Event description:
Drain was placed (B)(6) 2025. On (B)(6) 2025 patient stated that they went to use the bathroom and when she pulled her diaper down, the jp (jackson-pratt) drain broke- 1/2 catheter came out and the other 1/2 catheter was retained in the pelvis. Patient went to operating room for removal of retained drain piece. Drain information: 8.5fr multipurpose drain manufactured by cook medical - lot 16197210, exp 8/9/2027.